Event description:
It was reported that the patient had two inappropriate shocks due to oversensing via noise and reduced intrinsic amplitudes. The smartpass feature had programmed itself off due to the low intrinsic amplitudes. Technical services advised to reprogram the sensing vector. The malfunction is not likely to cause or contribute to a serious injury. There were no additional adverse patient effects. The system remains implanted.